Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized the day before onset. The cause of the peritonitis was unknown. The patient was treated intraperitoneally (ip) with vancomycin (2 gm, once daily, route not reported), ceftazidine (1gm, frequency and route not reported), and heparin (2000iu, frequency and route not reported) for peritonitis. At the time of this report, the patient¿s recovery status was unknown and antibiotic treatment was ongoing. The action taken with dianeal therapy was not reported. No additional information is available.